Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported a longevity complaint. The longevity complaint was specific to no warning of when the implantable neurostimulator (ins) would deplete. It was stated the patient checked monthly, and one moment they had an elective replacement indicator (eri) and the ins died several days later. The patient had a return of symptoms on the left side of the body. The rep was unsure when the patient lost therapy, but they did have tremor on the left side of body. It was stated the right side ins was explanted yesterday due to end of service (eos) and another ins was implanted. The patient was implanted for parkinson¿s dual.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient's return of tremor symptoms has been resolved.

Event description:
Follow-up was received from the manufacturer representative reporting that the patient originally reported the allegations to the re presentative on the day of the patient's ins replacement. The representative reported that the ins replacement appeared to resolve the tremor symptoms.